Manufacturer narrative:
The reported events of noise, failure to capture, and lead fracture were not confirmed. As received, a partial lead was returned in two portions for analysis. Electrical testing that could be measured did not find any indication of conductor fractures although an internal short was noted consistent with procedural damage. Visual and x-ray inspection of the lead did not find any signs of fractures with the exception of procedural damage.

Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) exhibited noise and loss of capture. It was also suspected that the lead had fractured. The lead was explanted and replaced with new lead. Patient condition was stable.

Event description:
New information noted that there was no obvious lead fracture seen under x-ray.